Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Part 317.220 / #lot 424271 / drill bit ø 1.1 mm with stop, length 44.5/12 mm the received drill bit shows that approximately 9 mm from the fluted tip section is broken off. The broken off portion is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The diameter 1.1 mm close to the breakage got measured. Drawing: dimension: 1.1, 0/-0.014 mm, measured dimension: 1.09 mm. Conclusion: the measuring result does show conformity. The used material was stainless steel 1.4112 as required and the measured harness was with 603 ¿ 625 hv within the specification of 600 0/+55 hv. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer the device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part #317.220 lot #424271, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 11. March 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the device has broken during the surgery. The surgery has been finished successful with no fragments generated. No available data about patient. No delay to surgery. This complaint involves one part. This report is 1 of 1 for (B)(4).